Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2020 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. It was reported that the patient's pump was implanted on (B)(6) 2014 and within a week or two the patient had lost a considerable amount of weight. The pump broke through the patient's skin and the patient developed an infection. The pump was removed. The pump had not been implanted for long enough to receive benefit so it never helped with the patient's chronic back pain. No further complications were reported or anticipated.